Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was observed that the blades and hose were damaged. It was further determined that the motor was blocked. It was further determined during the pre-repair diagnostics assessment that the device failed for outer hose inspection, loctite, cutter lock and for safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.